Manufacturer narrative:
Device evaluation: two photos and one warmer disposable were received for investigation. Picture one shows a hotline warming set part number l-70 next to its original packaging along with a hotline gas vent of part number l-10. Picture two shows a close-up of female luer connector side were the female luer connector is observed to be cracked. The reported issue was confirmed during visual inspection the device was observed to have damage to the end of the female luer connector. During manufacturing each device is 100% inspected for damage. A review of manufacturing history records found no non-conformances. Based on the sample returned by the customer it was not possible to replicate the issue or confirm it as manufacturing process issue, the probable root cause could be incorrect handling, but could not directly be determined. Therefore, the damage occurred after the product left shm facilities. No actions were taken as no manufacturing-related root cause could be identified.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the use of the product, a crack in the connector was found. No patient injury. No additional information is available for this complaint.